Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and there was intermittency in the connector pin/cap. It was noted there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The lead was returned from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately thirteen years after the lead was implanted. The cause of death has been requested and is not available.